Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of redp2735 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "nurse states has a patient with a powerpicc that will not flush. Ms&s discussed possible causes of occlusion. Recommended she speak with the md about the use of cathflo or a dye study."